Event description:
Complainant alleged that while treating a patient (age & gender unknown) the device delivered one shock successfully, however, on the second attempt to delivery energy, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the electronic ECG event data and will be providing a follow-up report when our investigation is completed.